Manufacturer narrative:
The reported failure of vent inop associated with a generic motor failure is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for service. No patient harm or injury was reported. The device was evaluated at a manufacturer service center. The device log files were successfully downloaded and fully reviewed. During the review, a "vent inop" error associated with a generic motor failure was identified. A debug error was also observed. During functional testing the device failed the active exhalation control module (aecm) verification test. As part of the corrective action, replacement of the blower and the contaminated in-line filter was recommended, followed by repeat testing of the device. A final report is being submitted. If any additional information is received, a supplemental report will be filed.